Event description:
Device described by MFR to be a long term tube, lasting up to two yrs duration. Over two dozen of these tubes have been utilized by rptr. None have lasted more than six mos. On average, the tubes have lasted approx 3 months. This problem is causing many children to have the procedure repeated, most with the same outcome. This tube is primarily used on children with serous otitis media, who require long term tubes to prevent frequent procedures.